Manufacturer narrative:
Three unused devices that were returned were evaluated. The samples were inspected under magnification. The were no signs of luer connection warpage or deformities. No foreign material or glue was present. When the collar was pushed down to the collar stop, there was material interference that made the collar stick when trying to slide the collar upwards.

Event description:
A complaint was received, part number nc5011b- lot # 19292, due to the sliding collar not being able to move. When it does move it is sticky as if there is dried glue obstructing the movement of the spinning collar. The connection to the catheter hub could not be made securely enough to withstand a CT procedure.